Manufacturer narrative:
Insulin pump act button did not respond due to corroded keypad trace. An unexpected restart alarm occurred during battery change due to broken solder joint of connectors on interface board. Insulin pump received with cracked display window corners.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the infusion pump is alarming. Customer also states that the blood glucose reading is 234 mg/dl. Nothing further reported.